Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they tried charging the implanted neurostimulator last night and when they woke up this morning they saw software problem 1. Intellis 2. 3. 6 3. 243 4. Qf port. Patient service walked patient through removing the battery pack and plugging the controller into the ac power supply, patient confirmed the controller did not power on. Patient put the battery back into the controller and the screen did not come on. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information received from patient. Pt called back in and reported after they had their controller replaced they were still getting the same software problem message. Pt verified they were using the new controller and that they had not plugged the controller into the recharger. Pt removed the battery pack and plugged the controller into the a/c power cord. Pt reinserted the battery pack but the controller did not flash green. The controller went blank as soon as it was removed from the a/c cord. The issue was not resolved an email was sent to repair to replace the battery pack. Additional information received from patient. Patient called back in from number on file and repeated previous documented information. Patient confirmed receiving replacement controller and li battery pack but the current back cover does not fit their controller. Patient mentioned they met with a mdt rep brian balogh in person who referred patient to call pats. Patient mentioned they had a epidural on their lower back to help with the pain because their stimulator was not working for a few weeks because of the issue documented in this case. Patient confirmed they haven't used the stimulator in a while hence the reason for the pain and epidural. An email was sent to repair to replace the controller back cover.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6); product type programmer, patient product ID 97745bp lot# serial# (B)(6); product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.